Event description:
It was reported to philips that the device experienced self- test failed. There was no report of patient involvement.

Manufacturer narrative:
The customer declined philips service to repair the device. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. No data resolution is available. The device was not evaluated and the customer closed / cancelled the call. The device remains at the customer site and no further evaluation is required at this time.